Event description:
Urinary catheter placed by lpn, no urine returned, unable to irrigate any sterile saline into catheter. Catheter removed from patient, still unable to irrigate saline through catheter. Upon inspection, end of catheter did not have holes to allow urine to drain out. New catheter placed in patient, drained well. 14 fr. 5cc ribbed balloon. Tiemann model coude tip. Red latex radiopaque lubricious coated. Ref number (B)(4) lot: nggr2473. Exp date (B)(6) 2026.